Manufacturer narrative:
This complaint was identified during a recent clinical evaluation review search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is an unknown palmaz stent but the catalog and lot numbers are not available. A copy of the publication is attached to this report. The citation is as follows: bu'lock et al balloon expandable stents for systemic venous pathway stenosis late after mustard¿s operation; heart 1998;79:225-229. As noted in the publication bu¿lock et al balloon expandable stents for systemic venous pathway stenosis late after mustard¿s operation; heart 1998;79:225-229; report a case in which a right ventricular failure has progressed and the patient will require heart transplantation in the near future. The device remains implanted and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Without the return of the device for analysis and without films of the event, the reported customer complaint of ventricular failure could not be confirmed and no determination of possible contributing factors could be made. As no lot number was supplied a phr could not be completed. Based on the limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As noted in the publication bu¿lock et al balloon expandable stents for systemic venous pathway stenosis late after mustard¿s operation; heart 1998;79:225-229; report a case in which a right ventricular failure has progressed and the patient will require heart transplantation in the near future.